Event description:
The patient reported that, while changing the insulin cartridge of her infusion device, the rubber stopper on the insulin cartridge remained attached to the piston rod of her insulin infusion device. This caused a full cartridge of insulin to spill into the cartridge chamber. The proper procedure to remove and insert an insulin cartridge was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.